Event description:
It was reported that since working on his sister's garage door opener four days before, the patient experienced sweating and felt "overdosed on pain medication" though he had not taken any pain medications. It was also noted that the stimulation was turning off. The patient also reported a lack of therapeutic effect since two days after working on the garage door opener. The patient was hospitalized, the length and reason for hospitalization was not reported. The stimulation was reported to be turned off since the patient had been released from the hospital the day of the report. The patient was seen by the physician and advised to have his stimulation reprogrammed. No patient outcome was reported. Additional info has been requested, but was not available as of the date of this report.